Event description:
A customer reported via phone call indicating that they had issues with their reservoir being occluded. The patient's blood glucose level was 103 mg/dl at the time of the call. The customer stated that they tried to push their insulin through the tubing with the plunger bout insulin would not pass through. The customer is being sent new sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.